Manufacturer narrative:
Investigation summary: it was reported the syringes were stained by unidentified substance. To aid in the investigation, forty samples, in groups of four, in sealed packaging blisters and one photo was provided for evaluation by our quality team. A visual inspection was performed and two packaging blisters on one side of the group of four have a discoloration in the area where the slit is located. No other defects or imperfections were observed. This defect could occur if residues of ink were left in the packaging area inducing the symptom reported. The photo provided shows the samples received. A device history record review was completed for provided material number 309653, lot number 2243267. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The samples are to be shown to the associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 40 bd luer-lok¿ tip syringes experienced discolored packaging. The following information was provided by the initial reporter: stain: brown. Almost half of amounts were stained by unidentified substance.